Event description:
It was reported that bd angiocath¿ IV catheter had a smeared label. The following information was provided by the initial reporter: "ean illegible."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used as a default initial reporter phone number:(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd angiocath¿ IV catheter had a smeared label. The following information was provided by the initial reporter: "ean illegible."

Manufacturer narrative:
H.6. Investigation: a physical sample was not available for investigation but bd was provided with a photo of the issue for evaluation. A review of the device history record was performed for the reported lot, 1215011, and no quality issues were found during production. Our quality engineer reviewed the provided photo and observed that the package was labeled correctly. The marked "01" does not prevent the reading of the label and was not determined to be a defect. Since there was no defect identified the reported issue could not be verified and a definitive root cause could not be determined.

Manufacturer narrative:
Becton dickinson and company's (bd) medication delivery solutions (mds) business unit will discontinue malfunction MDR reporting for certain device failures that have not caused or contributed to deaths or serious injuries in the past two years, and where the likelihood of a death or serious injury as a result of these malfunctions is remote. This decision follows FDA guidelines (medical device reporting for manufacturers guidance for industry and food and drug administration staff issued nov 8, 2016, reference section 2.15). Bd notified FDA of this decision on mar 3, 2025. FDA has reviewed and responded to bd¿s notification (reference FDA document # (B)(4)) on march 7, 2025. This documentation is available in bd document management system (sap) as (B)(4). This supplemental MDR is being filed to document that the below device failure will no longer be considered a reportable malfunction MDR for the product family below: product family: angiocath. Device failure: labeling concerns.

Event description:
No additional information.